Manufacturer narrative:
Continuation of d10: mc1vr01us ipg was implaned on (B)(6) 2021. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that the leadless implantable pulse generator (ipg) exhibited rise in thresholds. The device was programmed off and a single transvenous system was implanted. Later, it was reported that the patient experienced vegetation and possible infection from the implantable pulse generator (ipg) system. Further, the right ventricular (rv) lead exhibited loss of capture and high thresholds which possibly resulted in battery depletion on the transvenous ipg. The leadless ipg was reactivated with high outputs which resulted in premature battery depletion and the device reaching end of service (eos). The leadless ipg and transvenous system were capped and replaced new leadless implantable pulse generator (ipg) system. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Correction: h6. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.